Manufacturer narrative:
Findings: unit had blank display due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error 25 and insulin flow block alarm due to blank display. Unit had minor scratched display window, scratched case, a pillowing keypad overlay and corroded battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.